Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure. The patient was having shortness of breath and was found to have worsening pleural effusion. The patient had a right sided thoracentesis on (B)(6) 2023. The patient had 1.5 liters of fluid drained. The patient was aggressively diuresed and lost 50 pounds of fluid weight with resolution of their dyspnea. Inotropes were initiated. During hospitalization, on (B)(6) 2023 the patient was found to be in atrial fibrillation that was suspected to be due very high volume overload. The patient had cardioversion performed on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient's cardiac arrhythmia resolved without sequelae. The patient continued on inotropes for right heart failure.